Manufacturer narrative:
A ge representative evaluated the system and replaced a circuit breaker and ups. System operates as intended.

Event description:
Customer reported, the system will not boot up. No patient injury was reported.